Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the image noise was caused by a temporary contact failure between the scope connector and the system when tilting. The event can be detected by following the instructions for use ¿operating manual¿ (chapter 3, section 8: ¿inspection of combination functions with related equipment¿ and ¿inspection of endoscopic images¿). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image at angulation. There was no patient involvement.